Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: based on the information provided it was not possible to conclude the exact root cause for this event. However, the patient had undergone vascular prosthesis implantations (elephant trunk and endovascular graft) which most likely caused the advancement difficulties and the reported damage to the sheath tip. No evidence to suggest the device was not manufactured to current specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a male patient underwent taa repair. The proximal neck was previously replaced with an artificial vessel with an elephant trunk. The user placed esbe-24-80-pf and then zteg-2p-28-200-pf in the distal side and then attempted to advance the delivery system of zteg-2t-34-197-pf for the proximal side, but it would not pass the elephant trunk. So, he performed ballooning and used pull-through technique to pass the delivery system, but failed. He once removed the delivery system from the patient and found the sheath tip frayed. He determined that the two stent grafts already covered the target site and no endoleak was confirmed, so he completed the procedure without placing another proximal component. Patient outcome: the patient did not experience any adverse effects due to this occurrence.